Event description:
Rptr noted chamber fluctuations and inadequate irrigation. Corneal burn occurred during quadrant removal. Sutured wound to close. Follow-up indicated corneal perforated one week after surgery. A patch graft was done. Several days later the graft melted. Pt then underwent a successful corneal transplant.